Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the setscrew of implantable pulse generator (ipg) device was slightly slipped and could not be tightened well. After two weeks, the connection was found loosened with poor pacing on the right ventricular (rv) lead. The device and lead was explanted and replaced. No patient complications have been reported as a result of this event.